Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported that a pen ndl 32g 4mm pro 14 bag 700 case jpx had the outer cover not attach and the needle not detach from the pen during use. The following was reported by the initial reporter: "this is a report about loose outer cover and inability to detach the pen needle from the pen. According to the customer's report, when detaching the pen needle from the pen after injection, the outer cover was loose and the pen needle could not be detached properly from the pen."